Manufacturer narrative:
Correction: upon further review of the initial MDR, it was noted that section h6 health effect - impact code 4625 was inadvertently not addressed correctly in section h10; therefore, it is captured in this supplemental report: section h6: health effect - clinical code 4625 unplanned vitrectomy, 4625 sutures. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5: information unknown/not provided. Section b3: date of event: unknown/not provided. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section e1 telephone number : (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had weak zonules and required explant of the monofocal intraocular lens (iol) immediately after implantation. A 3-piece lens was used as replacement. Through follow up, it was learned that the patient's weak zonules was determined after insertion of the iol. The iol was explanted from the patient's right eye in a secondary procedure. The incision was not enlarged, however, sutures and a vitrectomy were required. There was no delay in procedure. The direction of use was reported as not followed. The patient has fully recovered. No further information was provided.